Event description:
Customer alleged blood glucose results of 312 mg/dl, 175 mg/dl, and 59 mg/dl when testing was performed within 4 minutes on the advantage system. Customer reported having no symptoms. Customer did not treat/act on results. A request was made for the return of the suspect device and replacement product was sent.